Event description:
A system operator reports the laser stopped firing on several occasions during a procedure. On each occasion, the system operator was able to re-track, click ablate and the surgeon was able to complete the procedure. The system operator stated the surgeon was satisfied with the patient's outcome, and the patient was not injured by this event.

Manufacturer narrative:
Reporting of this complaint at this time is based on receipt of a letter from the FDA dated april 10, 2008 in which the agency informed alcon that complaint (event date: 2006) should have been reported as a serious injury MDR. As a result of that injury report, a 2-year reporting timeframe was initiated for all complaints of the same type. All complaint files for the ladarvision4000 were reviewed for this type of event starting the same day. This MDR filing is a result of that retrospective review. Determination of root cause: assessment: during the on-site investigation, the field service engineer (fse) performed 8 test surgeries, but was unable to duplicate the laser not firing issue. No parts were replaced or returned for evaluation and a successful system verification was performed. Analysis of the surgery database by a quality engineer identified the laser not firing event. Conclusion: based on this investigation and the results of prior investigations, the event was consistent with normal behavior of the thyratron technology and the root cause is most likely related to the thyratron.